Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the vela main pcba and performed a failure investigation. There were no visible defects, damage or contamination on the component. The reported complaint was confirmed through the events log and not duplicated during functional check. The unit was successfully calibrated and operated as intended.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator is giving motor fault. At this time, there is no information regarding patient involvement associated with the reported event.